Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit, hyperglycemia and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the sibling of the patient contacted technical support for assistance with controller setup. The caller reported being unable to access required controller settings because the controller battery level was approximately 15%, which prevented completion of the setup. As a result, multiple settings were unavailable, and the caller stated that follow-up would occur once the controller battery level increased. The patient was reportedly wearing a pod on the skin for an unknown duration at the time medical attention was sought. The caller stated that the patient¿s blood glucose level increased to approximately 501 mg/dl. After administration of 7 units of insulin, blood glucose reportedly decreased to approximately 37 mg/dl within approximately 1.5 hours. The caller stated that the patient was nearly unconscious prior to paramedic transport to the emergency room. The reported diagnosis was low insulin. Reported treatment included food administration, intravenous medication, blood glucose monitoring, electrocardiogram, and blood pressure monitoring. A supplemental report will be provided if additional information becomes available.